Event description:
Had 10 year saline implants removed and mentor silicone implants replaced. Within days a skin rash developed. Since then health has steadily declined. In 2014, I was diagnosed with hashimoto's chronic fatigue, joint pain, sensitivity to light, migraines, weight issues, hair loss and stomach issues. I have all the symptoms of silicone toxicity syndrome. Tpo antibodies, anxiety, skin issues, brain fog, dizziness.